Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. MRI tech reports patient (pt) said she has a "faulty battery that needs to be replaced." Technical services (ts) reviewed this ins is at eos and has not worked for 7 years.